Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the serial number was not able to be obtained to date. An investigation of the products delivered to the customer were reviewed and a serial number was not able to be determined. The complaint device is unavailable for investigation as the serial number is unknown. All device history records (DHR) are reviewed and released according to ¿DHR review checklist & release procedure¿, p/n 500658; a device is not released if it does not meet requirements or is nonconforming.

Event description:
A peritoneal dialysis nurse reported a peritoneal dialysis (pd) patient was hospitalized from (B)(6) 2016 until (B)(6) 2016 for fluid overload which then led to pneumonia. Medical records were request.